Manufacturer narrative:
A3b: gender: requested, not provided. E3: occupation: product specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath portion of the angio-seal device snapped off. The patient had to be taken to the operating room (or) to retrieve from the pelvic organ prolapse (pop) artery. The patient was doing ok. Additional information was received on 29jan2025: the white part of the sheath broke off. The foot and angio-seal that is usually deployed was still with the remaining part of the device. The procedure being performed was a coronary intervention using a 7fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal sheath broke off 1.5 to 2 cm below the locking device. The patient went to emergency surgery.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed since an interventional operation was performed. The exact root cause cannot be determined. The likely cause was determined to have been sheath breakage due light exposure resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure.